Event description:
Affiliate reported that the cam of the valve has been dislodged. Therefore the valve has been explanted and replaced by a new one.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Visual examination of the valve revealed that the stator was dislodged from the base plate, therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the ruby ball, the seat of the ruby ball and on the cam mechanism. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The exact cause of stator separation could not be verified, however, it is possible that the pt may have fallen or suffered an impact that caused the stator dislodgement. This however could not be determined. No other obvious causes that would explain the problem reported was found. In addition, improvements have been made to the stator, which increases the resistance of the stator. The device was manufactured prior to the enhancements. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.